Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient was seen for a pump refill and they aspirated 30ml of drug when they were expecting 8.7ml. They were "unable to aspirate drug for a catheter dye study just after". A pump flip was reported, and a pocket revision was scheduled. It was noted they were having aspirating issues from the catheter. No symptoms were reported and the patient was listed as "alive - no injury". It was further reported the pump was used to deliver morphine. They were unable to determine the cause of the pump flip, however, it was noted a pouch was used and the pump was not sutured. The catheter was twisted multiple times in the pump pocket and once at the spinal incision. The catheter was cut distal to anchor, and had "good cerebrospinal fluid (csf) flow". The spinal segment was left in the patient and was being used. The pump was not revised, the pocket was moved to prevent flipping and a new pouch was placed on pump. The patient's current status was not known. It was further reported xrays were performed and resulted in surgery. The positioning of the pump was corrected surgically. The cause of the inability to aspirate was an occlusion and kink. It was noted the kink caused the occlusion. The catheter issue was located at the anchor. A new segment was used from anchor to pump. The patient recovered without permanent impairment.